Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with complaints of a rapid heart rate. The pulse generator exhibited an inability to mode switch. Electrocardiograms revealed intermittent undersensing on the atrial channel. The patient would be monitored.